Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor failure after warm-up occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that prior to going to bed, they were feeling ¿lousy¿, vomited, and his continuous glucose monitor (cgm) displayed sensor error. He was unable to take his blood glucose (bg) because he did not have a glucometer. He treated himself with insulin and went to bed. He continued to feel unwell, vomited, and self-treated with additional insulin. By the morning, his parent called emergency medical services (ems) who tested his bg which was high per their meter, started an IV, and transported him to the hospital. His bg upon arrival to the emergency department (ed) was 650+ mg/dl, he was treated with IV fluids, IV insulin, an antiemetic, and admitted to the intensive care unit (ICU). He was discharged home after 1.5 days. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.